Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated atrial undersensing.

Event description:
It was reported that the right atrial (ra) lead was exhibiting undersensing. The patient also described having felt a shocking sensation across their chest a few times in the past month. Sensitivity on the pacing lead was adjusted and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.